Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 162 mg/dl. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and the tandem-provided wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and a secondary wall power adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.